Event description:
It was reported that the patient underwent an umbilical hernia repair on (B)(6) 2013 and mesh was implanted. Following the procedure, the patient experienced recurrent hernia and underwent a mesh removal procedure on (B)(6) 2013 concurrently with mesh insertion. The surgeon opined that defect was still present and mesh was not integrated on the wall.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.